Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an unknown number of pfile gt: nt .08 020/17mm files were either unwinding or tips were breaking off. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. Customer returned 4 files. Three files all were within specification and no visual defects found. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.